Manufacturer narrative:
A batch review of the reported lot indicates there were no non-conformances reports issued for the finished goods lot. The product from this finished goods lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. Information received indicates the event may have occurred due to user error. The device was manipulated prior to use. Our distributor has indicated the sales representative discussed with the end user the recommended technique per the IFU. To date samples have not been returned for review and analysis. There were no retained samples to evaluate. Without receiving sterile samples to review/test or receiving details regarding the pre-operative preparation of the device, procedure performed, the surgeon¿s technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the report of wound dehiscence, a definitive root cause cannot be determined at this time. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device. In vivo studies demonstrate that the monoderm device retains approximately 42%-62% of its original strength 7 days post implantation and approximately 27%-47% of its original tensile strength at 14 days post implantation. Absorption of monoderm¿ device is essentially complete between 90 and 120 days.

Event description:
The end user reported one patient came back 5-6 days post-op with wound leakage from the incisions. She was reportedly was not feeling well. There were no signs of infections. The steristrip was removed and 5 - 6 cm length of suture was visible and the wound was open. The incision was closed with nylon suture. The end user also reported there was a second case of dehiscence but is was superficial and able to be closed again with nylon suture. No other information is being reported at this time.